Event description:
Customer alleges rubber cups at the bottom of the crutches are breaking off in big chunks. Customer also alleges that the actual wing on the screw is broken off. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 8115-a, serial number/date code (B)(4). The owner's manual part number 1145751 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer is (B)(6). The consumer had a knee alignment, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.